Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition. The was no evidence of the reported issue in the event history log. The reported concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be replaced as a preventative measure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -12.2%. No reported adverse effects.